Event description:
Pt put on dialysis at 0601 hrs, at 0746 noted blood leak at the head of f-6 dialyzer (this was not a reuse dialyzer). Dialyzer was not dropped prior to use. Dialysis stopped, pt did not have blood returned. Md aware. No orders rec'd. Dialysis continued on new set up.